Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18392. It was reported the pt was unable to communicate with or charge her ipg due to not charging the ipg for over a year. Surgical intervention was undertaken and the ipg was explanted and replaced. An add'l lead was also implanted to provide stimulation for the pt's back pain. F/u info indicated the pt has effective stimulation and is able to communicate with an charge her ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.